Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a spinal surgical procedure, an extravasation event occurred with the bone cement. It was also reported that an additional spinal cord decompression surgery was required. It was further reported that the procedure was completed successfully.